Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that strange impedances were measured in the deep brain stimulation (dbs) system and the patient experience a general clinical worsening. The patient had multiple follow up appointments at the hospital with the hcp and normal impedances were measured. Impedances were measured to be between 1,500 and 2,000 ohms. The hcp planned to turn the implantable neurostimulator (ins) off and follow up with the patient to evaluate their therapeutic effect. The cause of the strange impedances and clinical worsening was unknown. No surgical intervention was taken or planned and the patient was alive with no injury. The issue was not resolved. No further patient complications were reported.

Manufacturer narrative:
Additional review determined the following device code was not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that impedances were normal and there was a mistake reading the x-ray and CT images. The leads were fully connected and the issue was solved. X-rays were taken in (B)(6)2017 and they initially identified a fully broken lead; however, the hcp realized the leads were okay from a different visual perspective (different x-rays taken). The patient's implantable neurostimulator (ins) was turned off to assess their disease management. Regular therapy was being delivered. The issue was not resolved at the time of this report.